Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mcs instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument conductor wire was broken. The customer used a backup mcs instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the black conductor wire was broken in half.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.